Event description:
The customer was admitted to the hospital for high blood glucose levels, and diabetic ketoacidosis. Customer experienced high and low blood glucose levels. Customer stated that the meter was way off. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release, and programmed a 3u (u-100) fixed prime with reservoir in pump, and insulin exited. High pressure test could not be performed, because the customer did not have a clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.